Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and high out-of-range pace impedance measurements. The lead was later received for analysis; but despite efforts, details related to the explant procedure could not be obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is currently undergoing laboratory analysis. This report will be updated upon its completion.